Event description:
The customer reported the ac power module connector pulled out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out.